Manufacturer narrative:
Batch review performed on 03.sep.2019: lot 151997: 41 items manufactured and released on 11-jun-2015. Expiration date: 30/04/2020. No anomalies found related to the problem. To date, all 41 items of the same lot have been already sold without any other similar reported event. Additional devices involved. Batch reviews performed on 03.sep.2019: gmk-sphere 02.12.t3i4r tibial tray fixed cemented size t3-i4 r (k121416) lot 153119: 49 items manufactured and released on 11-jun-2015. Expiration date: 30/04/2020. No anomalies found related to the problem. To date, all the 49 items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.12.0410fr tibial insert fixed sphere flex size 4/10 mm (k121416) lot 148390: 50 items manufactured and released on 20 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, all the 50 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of limited range of motion after about 4 years. The surgeon revised the femoral component, tibial tray and poly and the surgery was completed successfully.